Manufacturer narrative:
(B)(4). Batch # n55a57. Additional information was requested and the following was obtained: can you please clarify if the cartridge was being loaded into the device when the pan came off and some staple drivers fell off, if not, did this event occur when the device was being fired, please provide further detail of the event: yes, this issue occurred when the cartridge was loaded into the device. The analysis results showed that one gst60b cartridge reload was returned unfired and with 5 drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open unknown surgery, the pan came off from the device and then some staple drivers were fell off. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.